Manufacturer narrative:
(B) (4). Lot number fr4105509 verifies that the customer used expired product. Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that there was great difficulty in passing the intra-aortic balloon (iab) into the right femoral artery. After some time, the catheter lost its form and it was necessary to use a new balloon.